Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected insulin pump error or insulin pump error alarms noted during testing however, the formatted history file confirmed insulin pump error (line number 0 file number 1) and pump error 4 alarms. Problem isolated to electronic assembly.

Event description:
It was reported that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 7mmol/l. Customer was able to clear the alarm and complete the rewind. Self test was also passed. Insulin pump was returned for analysis.